Event description:
A peritoneal dialysis (pd) patient reported experiencing a fill issue during treatment. The patient remained asymptomatic. The reported fill volume of 2496ml was 200% over the expected fill volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A review was performed of the available treatment data. Additional treatment data sheets were requested to confirm the event but were not provided. A volume exceeding 150% of the prescribed fill volume occurred in fill 3 with an undetermined cause. There was no adverse event associated with the reported increased fill volume. A supplemental report will be submitted upon completion of the plant's investigation.